Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2011. This report includes final evaluation findings. No additional information is expected. Evaluation summary the reporter stated that his wife had a humapen memoir device that was showing a "co" in the window and then flashing dashes. The device (batch number 0906c02, manufactured june 2009) was not returned for investigation, therefore no root cause or corrective action could be determined. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly or your healthcare professional.' Improper use and storage - there is no evidence of improper use and storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir had missing segments in the dose display. The display contained a c0 in the dose window. The humapen memoir was associated with product complaint (B)(4). The patient was the user of the pen. The user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a female patient of unspecified age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir had missing segments in the dose display. The display contained a c0 in the dose window. The humapen memoir was associated with product complaint (B)(4) / lot 0906c02. The patient was the user of the pen. The user's training status was not provided. The duration of use was not provided. The device was not returned. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary; and updated the available for evaluation field, manufactured date, medwatch, and EU/ca fields, and narrative.